Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of heavy menstrual bleeding ('menorrhagia') in an adult female patient who had essure (ess205) inserted for female sterilisation. The patient's medical history included uterine fibroid, cervical polyp and uterine enlargement. On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced heavy menstrual bleeding (seriousness criteria medically significant and intervention required). The patient was treated with surgery (bilateral robot assisted laparoscopic total hysterectomy, salpingo-oophorectomy). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the heavy menstrual bleeding outcome was unknown. The reporter considered heavy menstrual bleeding to be related to essure (ess205). The reporter commented: product insertion date updated from (B)(6) 2007 to (B)(6) 2007. Right: 5 coils, left: 5 coils. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: menorrhagia. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 30-jun-2021: mr received. Reporter information, patient middle name, medical history, product indication, rcc added. Product insertion date updated. Event: medical device removal updated to menorrhagia. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('removal') in an adult female patient who had essure (ess205) inserted. On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (surgery to remove essure). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure (ess205). Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.